Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was observed during review of the device's history log. The device was put through extensive testing which included bench handling, full defib functionality testing, and internal inspection without duplicating the malfunction. The device passed the final test procedure, was recertified, and returned to the customer. The multi-function cable and paddles used were not returned as part of this investigation. Analysis for reports of this type has not identified an increase in trend.